Event description:
In 2009, the patient's mother reported that yesterday at 8:30am, the patient had an elevated blood glucose reading of 496 mg/dl with his normal range being 100-200 mg/dl. The patient bolused 15 units of insulin and 1 hour later, his blood glucose was 500 mg/dl. He then injected 20 units of insulin and his reading decreased to 350 mg/dl. He disconnected from his infusion device and 1 hour later, he was still at 350 mg/dl, so he injected 7 more units of insulin. His reading then decreased to 200 mg/dl. At 12pm, his reading was 600 mg/dl. At 12am, the patient inserted a new infusion headset and today he woke up with a reading of 196 mg/dl and his readings have remained "okay" today. She stated the elevated readings were due to the patient not properly inserting his headset. She said, he changed his headset at 5am yesterday and, instead of using the insertion device as he normally does, he "threw it on." He said he thinks the headset was not "all the way in." The infusion set at issue was discarded. Three days after event, the mother stated the patient's blood glucose was 128 mg/dl this morning and he has had no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.